Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem in that the "patient getting no disposable pump won't run on" was unable to be repeated. Visually inspected the pump's event history logs and showed "no disposable" message after pump started. Service recommended downstream occlusion sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Report source: the medwatch form was received from cvs with patient identifier (B)(6).

Event description:
Information was received indicating that the patient got a "no disposable pump won't run" alarm on a smiths medical cadd legacy 1 pump. The patient did not have a backup pump , so the patient went to the emergency room (ER). The ER was able to get the patient's pump working and sent her home. There was no injury to the patient or medical intervention required. The infusion was life sustaining.